Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a günther tulip filter. Summary of investigational findings: no imaging provided and patient's medical records are unknown at this time and therefore it is not possible to comment on the filter allegedly "chest pains, racing heartbeat, shortness of breath, panic and depression". Based on the limited information provided it cannot be determined, if any of the reported allegations is related to the filter or the filter performance. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6)." Additional information received 12apr2016: [pt] alleges once she discovered the risks and failures of the filter, she connected her symptoms to her filter. [Pt] has not seen a medical provider for her alleged injuries or complaints. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 12apr2016: alleges shortness of breath and fear of possible failure of device in the future. Alleges "severe anxiety, fear, sleeplessness, fatigue, emotional frustrations, chest pains, racing heartbeat, panic and depression".

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a günther tulip filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6)." Additional information received 12apr2016: [pt] alleges once she discovered the risks and failures of the filter, she connected her symptoms to her filter. [Pt] has not seen a medical provider for her alleged injuries or complaints. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 12apr2016: alleges shortness of breath and fear of possible failure of device in the future. Alleges "severe anxiety, fear, sleeplessness, fatigue, emotional frustrations, chest pains, racing heartbeat, panic and depression."

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. . The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/21/2016 and is as follows: patient alleges that a cook gunther tulip filter was placed via the femoral vein on (B)(6) 2009 for prophylaxis of blood clots. Patient alleges that outcomes attributed to the device are as follows: shortness of breath. Patient also alleges fear of future filter failure. Patient further alleges complaints of severe anxiety, fear, sleeplessness, fatigue, chest pain, shortness of breath, racing heart rate, panic, and depression. Patient alleges no attempts to retrieve device.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a günther tulip filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6), 2009 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "shortness of breath, chest pains, racing heartbeat, anxiety". Cook will reopen its investigation if further information is received. Unknown if the reported shortness of breath, chest pains, racing heartbeat, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.